Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, when the stapler was removed, there was not a row of staples. Pt ended up with a permanent stoma. Surgeon unable to rectify as the rectal stump was too small. Case was completed with the same like product.